Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the autotome "snapped" (cut wire broke) while outside the patient. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".